Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR : 03jun2019. The manufacturer's field service engineer confirmed the reported s/t test failure issue. The manufacturer¿s field service engineer (fse) tightened the clamps on the blower unit to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the s/t performance test (pvt test 8) failed. There was no patient involvement. Event date not specified, estimate used.